Manufacturer narrative:
Continued from concomitant products: dtma1d1 crt-d implanted: (B)(6) 2020.

Event description:
It was reported that the left ventricular (lv) lead exhibited a low impedance and no capture. The lv lead was cut and capped. During the procedure, a subclavian occlusion was noted so a replacement lead was not implanted. No further patient complications have been reported as a result of this event.